Event description:
The pump was set to infuse syntocinon 500ml. 450ml infused in 12 minutes by free flow. A tube mis-load alarm occurred and the roller clamp was left open causing the free flow condition. As a result, the patient was taken for an emergency caesarian section. The hospital recognized that this is most likely a case of user error and the relevant staff is being retrained. No additional patient information known. This report represents all of the information known at this time.